Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this investigation. The pump remains implanted and the patient continues on vad support. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU also provides care instructions in regard to preventing infection as well as suggested responses in the event of infection. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 9 months 19 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient had a chronic driveline infection in which he is on cefepime for life. The patient's driveline was cultured before changing antibiotic to ceftrazidime, and the culture grew pseudomonas which was already reported as an ongoing driveline infection. Candida auris also grown and is now being reported as another driveline infection strain. Vorizonizole was added for anti fungal treatment. No additional information was reported at this time.